Manufacturer narrative:
Siemens filed the initial. On (B)(6) 2019. Corrected information ((B)(6) 2019): the customer clarified that the results were for multiple patient samples. Section b5 has been updated to reflect the corrected information.

Event description:
Discordant, falsely elevated alpha-fetoprotein (afp) results were obtained on multiple patient samples on an advia centaur xp instrument. The initial results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated afp results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report discordant, falsely elevated afp results obtained on patient sample(s) on an advia centaur xp instrument. A siemens customer service engineer (cse) was dispatched to the customer's site and replaced the pinch valve 1. Additionally, the cse ran quality controls, resulting acceptably. The customer stated that the issue had not reoccurred since the cse service. The cause of the discordant, falsely elevated afp results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated alpha-fetoprotein (afp) results were obtained on patient sample(s) on an advia centaur xp instrument. The initial results were reported to the physician(s). The sample(s) was/were repeated on the same instrument, resulting lower. The repeat results were reported, as the correct results, to the physician(s). It is unknown if these results were obtained on sample(s) from the same patient or different patients. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated afp results.